Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure an undefined major adverse cardiac event (mace) occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.5mm and the lesion length was 20 mm. There was no attempt made for direct stenting. A 2.50x20mm liberte stent was implanted. The procedure was a technical success with 2% residual stenosis. The patient was discharged three days post procedure without angina or silent ischemia. The discharge medications were asa 150 mg daily for 12 months and clopidogrel 75mg for 12 months. The patient had experienced an undefined mace. No additional information provided.

Manufacturer narrative:
Date of event - (B)(6) 2006. The device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the directions for use (dfu). (B)(4). Device not returned for analysis.